Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump received insulin squirting during priming and buttons less responsive as well as sticking. Customer¿s blood glucose level was unknown. Customer stated that buttons hard to press. Customer stated that the insulin pump received diminished battery life, rejected new battery and slow or loud during rewind. Customer also stated that grinding noises during rewind and louder, no delivery alerts, battery cap worn and low battery alert or low reservoir and did not get alert. The insulin pump will not be returned for analysis.